Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal "fell apart loosen" before loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt. Complications were reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is still loaded inside the deployment tube and cracked. The failure that the seal fell apart, loosens (cracked) is confirmed. A lhr review was completed for the product. A lhr review was completed for the product, there was no nonconformance associated with the lot number.